Manufacturer narrative:
(B)(4). Retainer ring = clear. The insulin pump was returned for partial display or missing segments anomalies per event date (B)(6) 2021. Unable to perform the displacement test, sleep current test, active current test and self-test due to severely cracked glass lcd display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to display anomalies. Insulin pump tested with reference test electronics stack electrical board 1, was able to boot up properly with no unexpected blank display noted. The following were noted during visual inspection, cracked retainer fading serial number label, cracked battery tube threads and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Insulin pump was confirmed for missing segments and partials display anomalies due to cracked lcd glass. Unit received with moisture damage on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack electrical board 1, electrical board 2, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage. No harm requiring medical intervention was reported. Customer will discontinue the use of device.